Event description:
The device was reported to overdeliver during routine preventative maintenance testing. With an expected delivery amount of 20ml, the pump consistently delivered 21ml. Device specification requires delivery to be +/-0.8ml for this procedure. There was no pt involvement. No reports of any adverse events were rec'd while the device was in clinical use. No additional info was available.